Manufacturer narrative:
Device passed rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, self test, and displacement test. No motor error or excessive no delivery alarms were noted. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and insulin pump had no deliveries. The blood glucose of the customer was 250 mg/dl. The customer reported that the drive support cap was normal. The customer was unable to complete the insulin pump rewind. The customer advised pump will need to be replaced. The customer advised to remove pump battery to prevent continued alarms. The device will be returned for the analysis.